Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, which the customer acknowledged and understood.